Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. Correction: the FDA registration number used in the initial report was incorrect. Reference MFR# 2032640-2019-00017. The field service engineer (fse) was able to verified the reported problem. The fse replaced the power supply to address the reported problem.

Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was not in use on patient. Event date not specified; estimate used.